Event description:
It was reported the customer's drive support cap was damaged. The customer's grandmother stated the drive support cap was protruded. It was also found insulin was squirting out of the customer's insulin pump. Customer's grandmother stated they did not push on the cap while connected. The customer also had a broken belt clip. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.